Manufacturer narrative:
H10: additional information h2: updated h6 (clinical code) h3, h6: the reported device was received for evaluation. A visual inspection found that it is not in its original packaging. The insertion device was returned in the pret1 setting with the suture and implants returned outside the channel with the knot fully tightened. A functional evaluation finds it cycles as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause was associated with unintended use of the device. Factors that may have contributed to the reported event include an unintended second actuation of the device or excessive retraction of the device causing t2 to be pulled from the needle. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that, during an arthroscopy surgery, the t1 and t2 implants of the fast-fix 360 deployed simultaneously through the meniscus, both implants were removed from the patient. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.

Manufacturer narrative:
H10: h2: additional information: b5: event description.

Event description:
It was reported that, during an arthroscopy surgery, the t1 and t2 implants of the fast-fix 360 deployed simultaneously through the meniscus, both implants were removed from the patient by incision and remove. Surgery was completed after a non-significant delay, using a back-up device instead. No further complications were reported.